Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as rubbed raw under front electrode. There was no alleged device malfunction contributing to the sore. The patient¿s physician prescribed a bandage to put over the sore. Follow up indicated that the sore improved.